Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval could not reproduce the reported symptom "system error 105 alarms," but confirmed it through review of the event history log. The eval found that the motor had failed. The failed motor assembly was replaced.